Event description:
The recipient reportedly experienced a cholesteatoma. The recipient underwent surgery to remove the cholesteatoma.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.